Manufacturer narrative:
It was observed during the device inspection, the colonovideoscope had foreign material exciting from the air/water chanel. There were no reports of patient involvement.

Event description:
It was observed during the device inspection, the colonovideoscope had foreign material exciting from the tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported that foreign material was exciting from the tube.; however; it was confirmed that foreign material was not actually found. Per the legal manufacture, the actual issue of a leak at distal end is not likely to cause or contribute to death or serious injury if the malfunction were to recur.